Manufacturer narrative:
Customer indicates that the device will not be returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient received so much pressure on the labia which resulted in ulceration and swelling of the abdomen. This happened during a hip arthroscopy case with two experienced surgeons. No delay was reported. Patient was not treated with any antibiotics.